Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the ECG data showed that during the analysis period the device returned a shock condition on segments one and two. Both segments returned a shock advised result due to low normalized amplitude, wide complex width and detected number of peaks. Segment three returned a no shock advised result due to waveform amplitude less than 100 uv. During segment one and two high amplitude artifact was present. This type of artifact most likely occurs from CPR or therapy pad movement while the device was attempting to analyze. Based on our review of the data we have concluded that the analysis program results were correct for the specific analysis in question and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.